Manufacturer narrative:
(B)(4) evaluation summary: visual, functional and dimensional inspections were performed on the returned device. The difficulty to remove of the sheath/stylet and the stretched shaft were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that resistance was felt during removal of the stylet and yellow protective sheath which resulted in stretching of the shaft of the 2.75 x 15 mm nc trek balloon catheter. The device was not used on the patient. A new balloon catheter was used to complete the case successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.